Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin was leaking from the reservoir. The customer reported that there was insulin in the reservoir compartment from the bottom o-ring. The customer's blood glucose was 400 mg/dl at the time of incident. The reservoir will be returned for analysis.